Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an email regarding an adverse skin reaction with the adc device. The customer experienced pain and skin irritation at the device insertion site. It is unknown if the customer self-treated or had contact with a healthcare professional, also, details of the treatment were not provided. No available contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.